Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient requested assistance to activate MRI mode. The patient used his controller and saw full body eligibility. The patient reported that he couldn't feel stimulation, so that¿s the problem he¿s been having. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a family member/friend regarding a patient implanted for non-malignant pain. The caller reported that the trial worked great but the permanent implantable neurostimulator (ins) never worked since implant. They stated that the healthcare providers and manufacturing representatives tried to adjust the stimulation and ¿all kids of stuff¿ but the issue was not resolved. The caller mentioned that the patient was not feeling anything. They stated that the physician felt that the device was defective and wanted to remove it because it was not doing any good. It was noted that the ins has been off for 6 months and is dead. They stated that the patient now has a new healthcare provider and thinks they will remove the device. It was mentioned that the patient needs an MRI because they might have a ruptured disc. The caller stated that the patient went to the MRI facility, but they made the patient go home to charge the device and put it into MRI mode. Patient services reviewed that the ins needs to be charged to be able to be put into MRI mode. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.